Manufacturer narrative:
Concomitant medical products: 638rl26 annuloplasty ring, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that was classified as ventricular fibrillation (vf). The patient was prescribed additional medication and the device remains in use. It was also reported that the right atrial (ra) lead had undersensed p-waves during the episodes. The lead remains in use. No further patient complications have been reported as a result of this event.